Manufacturer narrative:
(B)(4). Device manufacture date for lot 13j025 was between september 10, 2013 - september 12, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an lv 5 infusor over-infused. This occurred during a patient infusion of 5400 mg of fluorouracil in 0.9% sodium chloride. The reporter stated that the infusion completed in approximately 24 hours instead of the expected 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.